Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by a field clinical specialist, during a transfemoral transcatheter aortic valve replacement, the pusher failed to come back from the crimped 26mm sapien 3 ultra resilia valve when across the native valve. Because they could not safely deploy, they instructed the heart team to remove the delivery system and perform a sheath exchange. They prepared a new kit and had no issues with the delivery system and deployed the valve. No procedural complications resulted.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, h2, and h3 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, h10, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was returned for evaluation. The commander delivery system was returned unlocked between default and warning markers with full fine adjust and no flex. The delivery system was partially inserted through sheath and full loader assembly over the flex shaft. No visual abnormalities were noted during visual evaluation. Functional testing was performed. The balloon shaft was unable to move at unlocked position, and resistance was felt when locking and unlocking. Fine adjustment was able to be performed without any issues. The handle was dismantled by engineering to further evaluate. The balloon shaft compressed between warning and default markers during removal of the strain relief. The retaining ring and piston unseated from the collet locking spring assembly. The balloon shaft was able to move after the collet locking spring assembly was disengaged from the collet. Due to the nature of this complaint, dimensional testing was not performed on the returned device. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging of the patient's anatomy was provided and showed there was calcification present in the landing zone and tortuosity present in the patient's access vessels. In this case, resistance between catheter shafts was confirmed based on returned device evaluation and a manufacturing non-conformance was identified. As reported, 'the pusher failed to come back from the crimped 26mm sapien 3 ultra resilia valve when across the native valve.' During evaluation of the returned device, it was observed that retaining ring and piston were unseated from the collet locking spring assembly. During the manufacturing process, the spring and piston are loaded together with the pusher and retaining ring which holds the assembly under compression. If the retaining ring is not correctly snapped into the pusher, it may not be able to maintain its engagement to the pusher, increasing the spring assembly length due to release of spring force. This elongated spring may then push against the pusher component, causing it to be constantly engaged with the collet component and as a result, the balloon shaft locking mechanism will perpetually be engaged even if the device is in the unlocked state, preventing it from any movement, as seen in this case. A review of the manufacturing mitigations (100% inspection during in process assembly and final inspection to test the functionality of the locking/unlocking mechanism) suggests that the collet locking assembly was partially seated when the device was built. If the retaining ring is not fully seated during the subassembly manufacturing process, it can make the assembly susceptible to falling apart. It is possible that the retaining ring remained partially seated, allowing normal device function, until enough manipulation during flex shaft retraction to cause the retaining ring to fully unseat. A CAPA was previously initiated to address this issue. As such, available information suggests that a manufacturing defect (incorrect assembly) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.